Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced a skin reaction on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a red, raised, hot rash with puss underneath the sensor patch on the upper right arm. Patient's mother treats the affected area with generic bactroban ointment and epi serum barrier cream, prescribed by the patient's pediatrician on (B)(6) 2015, for the reported skin reaction. At the time of contact, patient's mother described the patient's skin condition as severe. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR submitted on 01/15/2016, additional information was provided by the patient's mother. Patient's mother reported on (B)(6) 2016 that the patient was seen by a dermatologist for the reported skin reaction/infection and was prescribed amoxicillin and triamcinolone for treatment of the skin reaction. No additional event or patient information is available.